Manufacturer narrative:
Event occurred on an unspecified date in (B)(6) 2017. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and elevated fibrin. The cause was unknown. The patient was hospitalized and was treated with solvetan and voncon (doses, routes and frequency not reported). On an unreported date, the patient was discharged from the hospital and had fully recovered from this event. The action taken with physioneal therapy was not reported. Additional information is not available.